Manufacturer narrative:
During the implantation surgery, the original surgeon involved refused to open the patient around the chin to allow the implant placement. So, the surgeon performing the tmj reconstruction cut the end of the device off and placed it against the remaining fibular bone. Therefore, they were not able anymore to put screws into the host mandible. As a result, the implant was not well supported and dislocated. Both fossa and mandible component were explanted in (B)(6) 2021 and a cmrp reconstruction plate was placed. This event is attributed to the surgeon¿s technique when implanting the device. This event does not involve any device failure, malfunction, or other performance issues.

Event description:
The patient's mandibular component was dislocated due to human error.

Event description:
The patient's mandibular component was dislocated due to human error.